Event description:
Note that came with the product reads that the sitter select alarm has water inside and does not function. Per the info received from the facility, it was reported that the alarm was accidently immersed in water by the pt. Due to this, the alarm either not come on, or would not alarm. No pt injury reported.

Manufacturer narrative:
Eval codes: results (other) - a visual inspection of the returned product shows that the alarm does not power on. The alarm is not in good working condition.